Event description:
It was reported that the device, with reload cartridge, was used during a laparoscopic appendectomy procedure. It would not fire. Another device was used to complete the case. There was no consequence to pt.